Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure using the pre-close technique prior to an interventional procedure. Reportedly, the thread was broken while using the prostyle device. The suture of a new prostyle device was successfully pre-placed. After the interventional procedure was completed, hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis were performed on the returned device. The reported suture separation was observed as needle to cuff disengagement/detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.

Event description:
It was reported that this was a closure using the pre-close technique prior to an interventional procedure. Reportedly, the thread was broken while using the prostyle device. The suture of a new prostyle device was successfully pre-placed. After the interventional procedure was completed, hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Add notation to h11 of report.